Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the day of 02mar2026 was downloaded and reviewed. Review of the patient history buffer (phb) found that the system was used in manual mode, delivering the user's manual basal program of 0.5 u per hour for 24 hours, between 00:00 and 07:47. At 07:47, the system was switched into automated mode and the system continued to operate in automated mode until the pod was deactivated at 22:07. At the time of pod deactivation, the user's estimated glucose value was 224 mg/dl. The phb data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed that multiple boluses were delivered on (B)(6) 2026, all of which were based on a carb entry, glucose entry, or both. These boluses were correctly calculated based on the inputs, the user's settings, the insulin-on-board, and the sensor trends when the smartbolus calculator was enabled. No evidence of issues with the system was observed in the available cloud data. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to attempt to overdose on insulin through the omnipod system for self-harm on (B)(6) 2026. The patient was discharged from the hospital on (B)(6) 2026. Treatment was not reported.